Event description:
It was reported that the tubing came apart from the burette of an interlink system buretrol solution set resulting in a leak; further described as "tubing separated from the top of the buretrol". This occurred after placing an intravenous (IV) catheter and attempting to hook up to the unspecified IV bag. A new bag was used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (expiration date: update to n/a), h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed that the tubing was separated from the burette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.